Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the objective prism. In addition, we confirmed that the objective gluing missing, the deflector body hard to move, the operation channel kink, the ccd module shadow in image, and the air/water socket chipped/cut o-ring; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.